Manufacturer narrative:
Reportable based on the device evaluation. As received, the specimen consists of one-1 hydro gw stf std s 150-035; returned coiled, loose. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The specimen presents 2 pieces of white bandage tape adhered to the shaft at 20.8 to 21.0 cm and 24.5 to 26.0 cm from the distal tip. The specimen presents skive damage to the polymer jacket material located 26.9 to 27.1 cm and 30.0 to 30.15 cm from the distal tip. The specimen does not present any indication of a "wavy" tip. As indicated in the precautions portion of the device instructions for use, "the zipwire hydrophilic guidewire should be advanced through the scope in short, deliberate 2-3 cm movements to prevent inadvertent damage to the device or the patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow-up medwatch report will be filed.

Event description:
This a complaint report of the gw which is a component of polaris ultra. The hydrophilic coating part of the tip was found to be wavy, so the alleged device was difficult to use. Then, another of same device was used, and the procedure was completed. No patient injury and the event date is unknown.